Manufacturer narrative:
(B)(4).

Event description:
It was reported that the g6 app suddenly prompted the patient to log in during the middle of the night. Data was provided but will not confirm the alleged complaint or determine a root cause. No injury or medical intervention was reported.